Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of possible over delivery from the insulin pump. The customer's blood glucose reading was 320 mg/dl. The customer stated that he is getting more insulin than what he puts into the bolus. The customer thinks there may be a delivery anomaly due to over delivering. The customer stated that the pump was disconnected during rewind/prime. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.